Event description:
It was reported that when the devices were used during a bowel resection, they experienced incomplete staple lines. The surgeon then completed the procedure using sutures with slightly increased procedure time and no further patient consequence.